Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed and was determined to be use-related. The product returned for evaluation was a 4fr single lumen powerpicc solo catheter with a needleless injection cap. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and two splits were observed between the 6cm and 8cm depth markings. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned fracture edges which were rounded and polished due to repeated material wear. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that catheter inserted on (B)(6) 2024 and on (B)(6) 2024 clinicians found out that there was a fissuration at 8 cm from the flaps; catheter was removed and replaced with a new one. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that catheter inserted on (B)(6) 24 clinicians found out that there was a fissuration at 8 cm from the flaps; catheter was removed and replaced with a new one. No other information was provided.